Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected and leak tested. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The contamination was found inside pump. The pump was not functionally tested due to contamination. The ams700 ipp cylinders were visually inspected and leak tested. Both cylinders had leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole in the outer tube was present. Cylinder 1 has a leak in the krt due to sharp instrument damage as well; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders had wear at fold in cylinder body. Both cylinders were not pressure test due to leak was identified. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp) due to fluid loss, inflation, and deflation issues with the pump and reservoir. A tubing break was discovered and thought to be the cause. The physician explanted the old device, performed a washout, remeasured, and then implanted a new device. There were no patient clinical consequences related to this event.

Event description:
It was reported that the patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp) due to fluid loss, inflation, and deflation issues with the pump and reservoir. A tubing break was discovered and thought to be the cause. The physician explanted the old device, performed a washout, remeasured, and then implanted a new device. There were no patient clinical consequences related to this event.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. Inspection of the returned ams 700 ipp identified wear at folds in the cylinders and worn kink resistant tubing (krt). Damage consistent with device explant was also observed; cylinder pressure testing could not be performed as a result. The reported clinical observations could not be confirmed nor the likely cause of the event. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected and leak tested. The krt was worn to the filament; however, no leaks were present. Contamination was found inside the pump and no functional testing was performed as a result. The cylinders were visually inspected and leak tested. Both cylinders exhibited leaks in proximal cylinder body that were the result of a sharp instrument damage consistent with explant; a hole in the outer tube was present. A leak in the krt of cylinder 1 was observed due to sharp instrument damage as well. Both cylinders exhibited wear at folds in the cylinder body. Both cylinders were not pressure tested due to identified leak. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.